Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device was unexpectedly resetting itself. Physio replaced the device's user interface pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently has a completely white display when it was powered on. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device's removed user interface pcb assembly and determined that the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report that their device intermittently has a completely white display when it was powered on. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.